Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reported issue: pressure-limited check valve cap on b. Braun IV tubing detached/blown off during medication administration, causing fluid/medication leakage and potential exposure/safety risk.